Event description:
It was reported that the right atrial (ra) lead had high impedance which was suggestive of a lead fracture. The lead was explanted and replaced. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.